Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area red and itchy. There was no alleged device malfunction contributing to the irritation. It's unclear if the physician prescribed any creams or ointments to the skin irritation. Patient reported that the irritation is getting better.

Manufacturer narrative:
Not applicable.